Event description:
Subsequent information indicates that the patient was seen for a revision procedure where the lead was surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated left ventricular (lv) lead displayed pacing impedances greater than 2000 ohms, noise and loss of capture (loc). The pacing configuration was reprogrammed. Additional information was received that additional out of range impedances measurements were recorded. Further reprogramming was recommended. There were no adverse patient effects reported. The system remains in service.